Event description:
Reporter alleged obtaining a discrepant blood glucose value of hi (greater than 600 mg/dl) back to back with a result of 245 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter stated that at a different times another comparative test of 483 mg/dl was performed back to back with a results 69 mg/dl within 10 minutes on the same system. Reporter stated that at a different time another comparative test of 315 mg/dl was performed back to back with a result of 103 mg/dl within 10 minutes on the same system. Reporter stated that at a different time another comparative test of 337 mg/dl was performed back to back with results of 283 mg/dl and 92 mg/dl within 10 minutes on the same system. Reporter stated that at a different time, another comparative test of 107 mg/dl was performed back to back with a result of 198 mg/dl within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.